Event description:
This spontaneous case report from consumer was identified initially during monitoring of postings an FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# FDA-2014-n-0736-1932). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("chronic fatigue"), abdominal pain upper ("stomach pain"), back pain ("back pain"), flatulence ("gas"), abdominal distension ("bloating"), weight increased ("weight gain"), menorrhagia ("heavy periods"), blindness ("vision loss"), pruritus ("itching"), hypoaesthesia ("numbness in my arms"), inflammation ("inflammation"), abdominal discomfort ("discomfort"), abdominal pain ("abdominal pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removal on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal discomfort, abdominal pain and alopecia outcome was unknown and the fatigue, abdominal pain upper, back pain, flatulence, abdominal distension, weight increased, menorrhagia, blindness, pruritus, hypoaesthesia and inflammation had not resolved. The reporter considered pelvic pain, fatigue, abdominal pain upper, back pain, flatulence, abdominal distension, weight increased, menorrhagia, blindness, pruritus, hypoaesthesia, inflammation, abdominal discomfort, abdominal pain and alopecia to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 16-mar-2017: legal claim received; new events added (discomfort, abdominal pain, chronic pelvic pain, excessive hair loss); essure removed and case upgraded to incident. Company causality comment: this spontaneous legal case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("chronic pelvic pain"). This case was initially considered non-serious and upon receipt of follow up information, essure removal was reported. Chronic pelvic pain is serious due to medical importance and anticipated according to reference safety information for essure. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Abdominal and pelvic pain may occur after essure insertion. Due to nature of chronic pelvic pain, lack of alternative explanation, and based on the positive temporal relationship, causality between essure use and chronic pelvic pain cannot be excluded. This case was regarded as incident, because surgical intervention was required. Additionally, non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.